Event description:
It was reported that during the implant attempt of the lead, the lead was slow to expand and the middle leaf was very sticky. It was also reported that during positioning, the lead was very stiff. The lead was not used and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found. Blood was noted on distal conductor (not obstructed), outer tubing overlay, and helix mechanism; full lead returned and analyzed.